Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 52mg/dl and had blank display. Customer states that display did return after troubleshoot. After troubleshooting it was found that drive support cap was normal. Self test was passed. Customer advised to monitor the pump and call back if issue occur again. Insulin pump will not be return for analysis.